Event description:
During preventative maintenance of the device, the user reported an intermittent connection to the electronic gas delivery system gas cable caused the gas unit to shut off when the connector was moved. No other details regarding the nature of the event were provided. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.